Manufacturer narrative:
Follow-up # 1 ¿ (10/02/2014). Device evaluation:the lay user/patient¿s products have been returned on 08/29/2014 and evaluated by lifescan product analysis on 09/13/2014 with the following findings: the primary complaint was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high when compared to another device. The other device was a onetouch ultraeasy meter but the exact meter readings were not available. This complaint is being reported because the meter readings may not have met lifescan's criteria for accuracy and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.